Event description:
The svc report show that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Npb cse performed software upgrade only. The investigation and svc were reported to be completed by the customer. Customer replaced the bdu cpu pcb. The device passed all functional test required for this report.